Event description:
In this event it is reported that a reciproc blue files, 6x, sterile file broke during use. The broken part was not retrieved and root canal treatment is pending. Patient forwarded to surgery for root end surgery.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The returned reciproc blue file r25 8/100 25mm 025 is broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.